Event description:
Ventilator inop was reported on the field service record. It is unk if the ventilator alarmed or if it was connected to a pt when the reported problem occurred.

Manufacturer narrative:
Na